Event description:
It was reported that during a da vinci-assisted surgical procedure, the stapler sureform 45 instrument was broken, the blade was stuck. There was no patient harm, adverse outcome, or injury. Intuitive surgical (is) contacted the site and obtained the following additional information regarding this event: there was no harm to the patient. The procedure was completed with a replacement instrument and the incident resulted in a procedure delay of about 15 minutes. Nothing fell into the patient and the event date was on 17th of sept.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The sureform 45 green reload accessory was analyzed and upon inspection, the reload was found with a lodged staple in the knife track, likely causing the "tissue too thick" error observed in the customer's system logs. Additional observation related to the customer reported complaint: the reload was found to have the knife exposed within the knife track. Log review confirms the reload was involved in a firing failure. The knife was exposed towards the distal end of the returned reload, which aligns with the firing completion percentage displayed in the procedure logs. Visual inspection confirms there is 1 lodged staple(s) ahead of the blade stopping point, which can prevent the blade from progressing through the full firing trajectory. The sureform 45 stapler used during the procedure was analyzed and found to have 1 firing failure(s) based on log review which were not replicated through in-house testing. The stapler was installed onto an in-house system and fired on a test foam using an in-house green reload. The instrument fired successfully and the resultant staple-line was visually inspected. The cut-line appeared smooth and consistent, with no jagged edges or tearing observed. All staples were deployed and correctly formed into the proper b-shape. The instrument was placed and driven on the in-house system. The instrument passed initialization. The instrument passed the recognition and engagement tests multiple times. The instrument moved intuitively with full range of motion in all directions. The jaws opened and closed properly. The instrument clamped, fired, and unclamped successfully. The instrument was successfully fired with a sf green 45 reload two consecutive times. Visual inspection was performed and no damage was observed. Additionally, the instrument logs were thoroughly examined, indicating no instances of engagement, initialization or recognition failures associated with the instrument. The complaint regarding the broken article of the device and blade stuck issue was confirmed by failure analysis.